Event description:
It was reported that the synergy bipolar coagulator malfunctioned, causing an electrical burn of approximately one centimeter in length in the pt's mouth. According to the operative report, while manipulating the bipolar cautery, a spark and pop were visualized and heard. The pt was found to have an approximately 1 cm in length burn through the lip mucosa and into the underlying soft tissues at the corner of the right mouth. The wound was then cauterized using a hand held laser.